Event description:
On april 19, 2021, a customer responded to a onetouchus social media post with an allegation of inaccurate high results when using unknown one touch products. The complaint was classified based on the customer care agent (cca) documentation. The customer stated that on an unspecified date, or dates, ¿I get a lot of high readings that make me take too much insulin¿end up with low blood sugar¿close enough to almost go into a coma¿. No actual meter results (either high or low) were reported. The customer stated that they treat their condition with insulin, based on ¿a sliding scale¿ but no further diabetes management information was given. They did not mention any specific product(s) used nor did they claim to have received any medical treatment in response to the allegation of harm. Troubleshooting could not be completed as this was a response to a social media post, however, assistance was offered to the customer. Although there are few details for this alleged incident, this complaint is being reported because the patient allegedly developed signs/symptoms suggestive of a serious injury adverse event. This alleged incident relates to an acute low blood glucose excursion the patient experienced after making a change to their diabetes management regimen based on inaccurately high blood glucose readings obtained on the subject device.